Event description:
A patient reported being hospitalized due to a skin infection allegedly caused by the pod. The incident began after the patient placed a pod on his leg and experienced poking sensations and soreness the following morning. By the third day, the pain intensified, prompting him to remove the pod early and place a new one on his arm. Despite this, the condition of his leg worsened, becoming red, swollen, and hot. After waiting three more days, he sought emergency medical attention on (B)(6) 2025, and was admitted to the hospital for five days, being discharged on (B)(6) 2025. The diagnosis was a staph infection, and treatment included intravenous (IV) antibiotics, a heated water blanket to encourage abscess formation, and surgical removal of the abscess. The patient confirmed he had removed the pod from the infected site before seeking care and had resumed treatment afterward. He could not provide the pod¿s lot and sequence number due to switching to the iphone app and no longer having access to his old controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone16.2 cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.